Event description:
It was reported that the radio frequency (rf) programmer head lost telemetry with an implantable device during a case. The programmer was changed out and the interrogation was successfully completed. The caller was to change out just the head to isolate the issue and it was reportedly only intermittently able to interrogate. The programmer head has now been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head lost telemetry with an implantable device during a case. The programmer was changed out and the interrogation was successfully completed. The caller was to change out just the head to isolate the issue and it was reportedly only intermittently able to interrogate. The programmer head has now been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head lost telemetry, it failed all uplink amplitude tests. The head's cable was replaced and the programmer head then passed all final electrical testing as well as a bench systems test. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.